Manufacturer narrative:
On (B)(6) 2021, additional review was performed by the mentor clinical team. After further review was performed on available information, it was determined that the patient experienced left-sided local reaction, not breast pain. The relevant field has been updated. On (B)(6) 2022, the investigation on the suspected medical device was updated. Investigation summary (update): swelling is a temporary normal post-operative condition. Depending on the presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation with a 430 cc smooth moderate high profile xtra prosthesis and experienced left-sided breast pain and rupture postoperatively. Initially left-sided hematoma was suspected due to left-sided breast pain, and the patient underwent unilateral removal and replacement with a 430 cc smooth moderate high profile xtra prosthesis (catalog #: smhx430, left serial #: (B)(4)) on (B)(6) 2021. However, upon explantation, left-sided rupture was confirmed instead of left-sided hematoma.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, suspected hematoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4-jan-2022, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring approximately 0.6 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).